Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. While a trunk ipsilateral leg component (rmt231214j/13223772) was deployed, it moved a bit distally, causing a proximal type I endoleak. A ballooning was performed but the endoleak still persisted, and it was decided to implant an aortic extender component (pxa230300j/13012473) proximally. When the pxa230300j was deployed, it unintentionally covered the right renal artery. A bare-metal stent was implanted in the right renal artery, and blood flow was recovered. The small proximal type I endoleak still persisted after the pxa230300j was implanted, but the procedure was concluded with a wait-and-watch approach taken to the endoleak. It was reported that the physician thinks that as the guidewire was not advanced along with the vessel, right side of the pxa230300j was deployed higher than the left side, possibly covering the right renal artery.